Event description:
During a hysterectomy procedure, the instrument misfired. The surgeon applied another device without patient injury.

Manufacturer narrative:
5/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.